Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer working due to fluid leakage at an unknown location. The cylinders and pump were explanted and replaced. No patient complications were reported.